Manufacturer narrative:
All medwatch submissions related to this patient are: 3003639970-2018-00608, 3003639970-2018-00610, and 3003639970-2018-00611. Additional information received on (B)(6)2018: the hospital has done bacteria culture on some cases but not all ot them. They have informed that suture has caused like an infection symptom and it has calmed down when the suture has been removed. In those cases where they have seen that suture has caused the problem they have not took bacteria culture. They have followed the situation on the wound and how it has developed. See the list of cases where they have done bacterial cultures: 6 cases result negative, 4 cases normal "mixed" skin flora, 1 case staph. Aureus, 2 cases strept. Dysgalactiae equisimilis and 1 case finegoldia magna. Investigation received on (B)(6)2018: model# c0068013 lot#117033 expire date=01/18/2022. Investigation received on (B)(6)2018: case description: here are more samples concerning these cases, but there is no patient history for these samples, they only wanted to send these too. Initial case description: customer has used our novosyn sutures long time in different operations for skin closure and subcutaneous closure. Operations has been orthopedic ones (knee, ankle and foot). The staff and all other parts in the operation process has the a same during a long time. During this spring (february-may) they have had 20 cases where they have had a post-operative problems with novosyn( novosyn has used in subcutaneous closure). 1. In most of cases about a week after the operation the wound has game very painful and it has opened. The situation has checked in two weeks after the operation and the wound is still open. In this case the clinic has done re-operations to secure that the wound healing like they have expected. In some cases after the re operation the process has repeated itself. 2. In some cases the wound has stayed closed after the operation but to the edge of the wound has formed necrotic tissue what has caused a re operation again. In the re operations they have notice that the first suture they have used has looked like a brand new. No absorption has seen at all. No infection (bacteria culture has done in all cases) or any other side effects has not reported in these cases. Due to the above mentioned problems our customer wants to send back all novosyn sutures what has used for subcutaneous closure for a closer investigations. More information received of these cases: in some cases, the wound has came infection symptoms, redness, swelling, secretion and/or pain. Suture caused local irritation, suture coming out from the wound and the wound has been open all the time after the operation and it has bleed blood and interstitial fluid. To the edge of the wound has developed necrotic tissue. The hospital has done bacteria culture in some cases but not all of them. They have informed that suture has caused like an infection symptom and it has calm down when the suture has removed. In those cases where they have seen that suture has caused the problem they have not took bacteria culture. They have follow the situation on the wound and how it has developed. See the list of cases where they have done bacterial cultures: 6 cases result negative, 4 cases normal "mixed" skin flora, 1 case staph.aureus, 2 cases strept. Dysgalactiae equisimilis and 1 case finegoldia magna. They have used novosyn since autumn 2016. The procedures has stayed on the same way all the time they said. Also the surgeons has been same all the time. As you can see from the reports in quite many cases the wound has closed by using skin staplers. 2 unopened pouches.there are no previous complaints of the same code-batch. We manufactured and distributed in the market 11,448 units of this code-batch. There are no units in our stock. Sterilization method using ethylene oxide has been validated for this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. We have received nine closed samples for analysis.tightness test to the closed samples received has been performed and the units are tight. We have tested the closed samples for: 1) knot pull tensile strength and the results fulfil the requirements of the european pharmacopoeia (ep): 1.50 kgf in average and 1.45 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) 2) knot security control and results are into the current range for this thread and size. 3) degradation test and the results fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the closed samples received are 1.29 kgf in average and 1.29 kgf in minimum (b. Braun surgical requirement is 0.50 kgf in minimum). According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the products comply with our specifications; therefore we do not see any manufacturing fault or material defect that could have caused the incidence. As stated in the instructions for use of the product: ->mode of action: suture materials are used primarily for adaptation of the wound edges to render possible and undisturbed wound healing. Upon implantation of novosyn sutures a mild inflammatory reaction may occur, which is typical of an endogenous reaction to foreign bodies. As time passes, the suture material is encapsulated by fibrous connective tissue. Novosyn is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring alterations of the implantation site. About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn takes place at 56-70 days, when the tissue is normally perfused. -> contra-indications: novosyn® suture materials are contra-indicated for applications where prolonged support of the wound closure by the suture material is required (e.g. Cardio-vascular surgery). -> notes / warnings / precautionary measures: users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn®, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used. Skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. -> side effects: an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. Although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 note: submission of this medwatch was attempted to be completed on saturday september 8, 2018; however, the gateway for webtrader users was unavailable and the submission could not be completed at that time. Incident reported related to suture type, specific item number/batch number is unknown.

Event description:
Description of injury : after the operation the wound has healed very well. On the upper part of the scar developed an abscess which have to open. Some suture material removed and active wound therapy has started. Patient outcome: there are a lot of problems with the healing process of wound. Therefore several re operation and revisions needed. Wound therapy is still going on. Tissue where the suture/medical device was implanted or being used : knee. In case of sutures, type of suture technique employed (continuous/interrupted): several interrupted. In case of sutures, type and number of knots made : several sutures has removed during the treatment period. When did the incident occur: about 7 months after the operation. It was noted on (B)(6) 2018 that the cavity had developed again, revision required. All medwatch reports submitted related to this patient include: 3003639970-2018-00608; 3003639970-2018-00610 ; 3003639970-2018-00611.